Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: for the past 3 days, her daughter has been having lower than usual blood glucose (bg) levels, with no signs or symptoms. Typical bg range is 110-130 mg/dl and it has been well controlled with a1c of 7.4. For the past 3 days the pt has had bg from 43mg/dl- 80mg/dl for no known reason. The mother did change settings 2 days in an attempt to solve the lower bg issues. Ic ratio is currently 1u: 14 g, changed 2 days ago from 1u:11g by mother. Customer technical support (cts) reviewed the pump with the mother: there have been no exposures to the pump (no x-ray, MRI, body scanners or airport or travel) and there is no known trauma to the pump. Patient has no illness, change in activity or diet, no early menarche, no physical or emotional stress noted. Basal segments are properly programmed- mother decreased 2 segments 2 days ago to try to address the decreased bgs. Cts advised mother after complete pump review that there is no indication of pump malfunction or issue. Mother is requesting replacement pump sent as she does not have confidence in the pump. Cts recommended that the patient come off the pump and go to alternative form of insulin delivery: she has full backup plan and supplies. The blood glucose excursions do not meet the criteria of an adverse event and are not being reported. This complaint is being reported based on the allegation that the pump has malfunctioned.

Manufacturer narrative:
Follow up #1 submitted: 05/20/2013 device evaluation: review of the black box and download history revealed daily insulin delivery totals accurately reflected the user¿s programmed basal rates. Temporary basal programs were run on (B)(6) 2013. There were no alarms or errors related to the complaint. The pump was exercised for 29 hours and found to be functioning as intended. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.